Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, they noticed formation of bubbles from the venous line filter. Per user facility, after priming and recirculated they observed bubbles from the bottom of the venous reservoir to the top of the venous line the bubbles were forming in the inside of the venous line filter and kept rising. All lines connected to the venous line were secured, stopcock and connector from venous line was changed and the incident was still observed. Prime was warmed and recirculated at high flow 5.5 lt/min with no change. They to change reservoir aortic dissection. Davis procedure + hemiarch repair. Hypothermic circulatory arrest and cerebral perfusion was performed under regular protocol. Patient was weaned from cardiopulmonary bypass successfully. No known impact or consequence to patient. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 5, 2020. Upon further investigation of the reported event, the following information is new and/or changed: h3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 10, 11, 3331, 3259, 25). Method code #1: 10 - testing of actual/suspected device. Method code #2: 11 - testing of device from same lot/batch retained by manufacturer. Method code #3: 3331 - analysis of production records. Results code: 3259 - improper physical structure. Conclusions code: 25 - cause traced to manufacturing. The affected sample was disassembled and found that the small o-ring on the venous inlet had been misseated. A representative retention sample was inspected and tested to confirm an appropriately seated o-ring. The retention sample was setup in a water circuit with flow through the unit, when forward flow was stopped, prime was not lost in the circuit. The cause of the event is a partially seated o-ring within the curved venous inlet port connection into the venous reservoir lid/housing. The o-ring creates an air-tight seal to prevent air from being drawn into the reservoir during circulation. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.